Event description:
The patient had an MRI performed while on vacation and the pump was never read afterwards. At the pain physician appointment 60 days later, the motorstall/restart message displayed on the 8840. The physician did not know that this message would display. It was confirmed that the pump did restart correctly after the MRI but the message still showed on the 8840. The patient did not feel any change and felt fine. The drug in the pump was checked and matched the amount stated on the 8840.

Event description:
It was reported that a patient's pump motor had stalled. The motor stall and "tube set" in the attention dialogue box were confirmed. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.